Event description:
It was reported that within a month of a device implant, the right ventricular (rv) lead exhibited high/fluctuating impedances, oversensing, and noise. It was not possible to determine whether or not the issue was due to a potential lead fracture, or to a connector pin misalignment. Follow up was attempted for additional information, but was unsuccessful. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.